Event description:
Peg tube inserted on 2-7-98. On 2-8-98, child began vomiting and parent noticed the peg tube appeared longer externally than when it was inserted. Child was taken to the hosp and physician noted that peg bumper was in the peritoneum. Peg tube was removed. Child was taken to the operating room, the peritoneum was lavaged, and a surgical gastrostomy tube was placed. Child remains hospitalized at this time.